Event description:
It was reported that this pacemaker battery, appeared to be depleting prematurely. Data analysis confirmed the early battery depletion. It was recommended for this pacemaker to be removed and replaced. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.